Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead.

Event description:
Information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for obsessive compulsive disorder (ocd). It was reported that during a battery replacement, the pocket was opened and it was discovered that one of the boots used to accommodate the adhesive had migrated down the lead, and there appeared to be a loss of the seal to the lead on the connection to the implantable neurostimulator (ins); it was thought to be the right lead channel ii (rear channel) of the ins. It was then stated that there is a theory that this loss of adhesive may have led to some noise on the activa pc+s sensing data collected during the patient's enrollment; however, this therapy has not been verified to be the case as of yet. No symptoms were reported and no further complications were reported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the event began occurring during a replacement surgery on (B)(6) 2017. It was also noted that the cause of the boot migrating down the lead which led to a loss of a seal and potentially some noise on the pc+s sensing data was not determined.

Manufacturer narrative:
Other applicable components are: product ID: 3389-40, lot# 0209766890, implanted: (B)(6) 2015, product type: lead; product ID: 3389-40, lot# 0209766892, implanted: (B)(6) 2015, product type: lead; product ID: 3708760, serial# (B)(4), product type: extension; product ID: 3708760, serial# (B)(4), product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). When inquired about the actions/interventions taken to resolve the previously reported event, the health care provider (hcp) reported, "I can only say if there was a problem, it was resolved satisfactorily as I had no concerns that everything wasn¿t as it should be at the end of the case. If there had been any issue of significance it would have been recorded in the operation note, which reads unremarkably". No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 3389-40, lot# 0209766890, implanted: (B)(6) 2015, product type: lead. Product ID: 3389-40, lot# 0209766892, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was received.